Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2026, in the evening, the patient reported going to bed feeling well. At some point overnight, while the patient was asleep, his blood glucose (bg) level reportedly dropped; however, neither the dexcom mobile application nor the tandem insulin pump provided an alert to notify him of the hypoglycemic event. At approximately 8:30 am on (B)(6) 2026, the patient¿s wife found him unresponsive and contacted emergency medical services (ems). Upon arrival, ems obtained a bg meter reading of 30 mg/dl, and the patient was transported to the emergency room (ER). There is no documentation available regarding the concurrent cgm reading at that time. At the hospital, the patient remained unconscious for approximately two days. The patient and his wife were unable to recall specific details regarding medications or treatments administered during the hospitalization. The patient was discharged home on (B)(6) 2026. At the time of reporting, the patient was described as ¿fine.¿ data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.